Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 180 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. In addition, it was reported that the wake button was delayed in responding to touch. Customer pushed the wake button with more force to resolve the issue. Customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 230 mg/dl.